Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the therapy connector assembly on the device was damaged. Physio replaced the therapy connector assembly and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device therapy connector was physically damaged and prohibited the defibrillation therapy cable from connecting to the device. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.